Event description:
It was reported that the pump would not start after being plugged in. Pump was not being used for insulin therapy at the time of the report. Customer reverted to using an alternate method of insulin therapy.